Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An initial report from a nurse was received indicating that during vitreo-retinal surgery, two pts had increased intraocular pressure (iop) and sustained retinal ruptures. The surgeon had expressed concerns about not having the proper technique to do this procedure. Add'l info received indicates that one of the pts sustained a retinal tear, the events surrounding the other pt are not known. Neither date(s) of the events, nor pt identifiers were provided. Add'l info has been requested, but none has been received.